Manufacturer narrative:
No foggy on/in display screen was noted. The unit was received with a button error alarm and had unresponsive buttons due to corroded keypad traces. The device was unable to undergo the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests due to unresponsive buttons. The following cosmetic damage was noted: minor scratches on the lcd window, cracked case at the display window corner, broken battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error while she was sleeping. The patient's blood glucose at the time of incident was 45 mg/dl. Troubleshooting was initiated for the button error alarm. The customer does not recall any significant events leading to the button error issues, but she stated that the screen looked foggy. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.